Event description:
It was reported that during an open colon resection procedure, staples did not form properly. There was no pt consequence. The procedure was completed with another device of the same product code.